Event description:
It was reported that following pump and catheter replacement, the patient was given an initial bolus of 100 mcg of baclofen and .16 mg of morphine. Prior to surgery, the patient was receiving baclofen 3000 mcg/ml 500 mcg/day and morphine 5 mcg 0.8 mg/day. After replacement, the rate was decreased to a daily dose of baclofen 200 mcg and morphine .33 mg. The patient was subsequently noted to be difficult to arouse. Within several hours, the patient had a respiratory arrest. The pump rate was dropped to minimum rate. The patient was reported to be overweight. The patient was doing fine the following day and discharged was planned. The patient was programmed to receive a daily dose of 140 mcg of baclofen. The hcp believed that the issue was related to "excess anesthesia" and the device was functioning properly.

Manufacturer narrative:
.